Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime/compromised force sensor system or verify excessive no delivery alarm and motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarms. Customer¿s blood glucose was 360 mg/dl. Customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.